Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Please see updates to section: g3, g6, h2 and h6. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018210, test base part number 190-430 / lot 1018210. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018210 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause isa sample interference.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with theid now covid-19 performed on (B)(6) 2021 on a direct tested nasal swab . The nasal swab was used to swab both nostrils. Repeat testing was not performed. Rt-pcr confirmation testing was performed on nasal swab generated posiive results (CT values not provided). The customer stated the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.